Event description:
It was reported to philips that the allura system generated a ¿disk full¿ error message, which would prevent imaging. The device was in clinical use. The procedure was completed. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the software (sw) from image processing pc (ippc) and replaced ippc operating system (os) hard disk drive (hdd) which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by deleting the old data. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed disk full message. Review of the system log file showed low space message. Fse restored and reinstalled software from ippc, replaced ippc os hard disk and performed system backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.